Event description:
It was further reported that there were no diagnostics done. The cause was not determined. No intervention was planned and the patient was receiving effective therapy.

Event description:
It was reported the patient felt an electrical stimulation through their leg while taking a bath. It was stated the electrical sensation was "with a sound" and the reported event was the first time the sensation had occurred. Since the event, the patient reportedly turned their stimulation off while taking a bath and experienced no problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 399930, lot# v204273, implanted: (B)(6) 2011, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).